Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle of the bd pegasus¿ IV catheter system was difficult to disengage after the puncture was performed. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that the needle of the bd pegasus¿ IV catheter system was difficult to disengage after the puncture was performed. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: the batch record for lot#8106219 was reviewed, no related abnormalities were found during the manufacturing process. A sample was not received for the purpose of our investigation. Unfortunately a sample could not be obtained for the purpose for the investigation. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Investigation conclusion: unable to determine a root cause.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that the needle of the bd pegasus¿ IV catheter system was difficult to disengage after the puncture was performed. There was no report of exposure, injury, or medical intervention noted.